Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-8, lot# n356397, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased pain. The catheter issue was identified via a dye study, MRI, and x-ray. A revision occurred and the catheter or catheter segments were not left in the patient. Additional interventions were not required as a result of the catheter issue. It was noted the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient needed a catheter revision. The patient had a cerebrospinal fluid leak, which began being treated about a week ago. The revision was scheduled for (B)(6) 2014. The system was being used to deliver morphine. Follow-up is being conducted to request information regarding the patient¿s medical status, diagnostics performed, and the patient outcome. A supplemental report will be submitted if additional information becomes available.